Manufacturer narrative:
One service replacement vulcan generator. A visual inspection was performed on the exterior and interior of product and no damage was found. Complaint of alarm and black bars on display could not be reproduced. Product passed functional testing and 6 hour burn-in with no alarm or display malfunction. Product's impedance readings and power output normal during actual cutting with both mono polar and bipolar probes. All functions perform as expected. No problem found. Footswitch, probe, and pad used by customer were not returned with product for analysis. (B)(4).

Event description:
It was reported that during a hip scope procedure using svce repl, vulcan generator, ce mark the unit's alarm did not stop flashing and beeping and device was showing black bars. There was a procedural delay of 10 minutes. There was no back-up generator available and the procedure was completed using single use blades and burrs to remove tissue. This did not result in any patient injury or complications.